Manufacturer narrative:
Device evaluated by MFR., the device was returned for analysis. On initial inspection of the guide wire the distal tip was not present, it seemed to be cut off. The distal tip was not returned with the guide wire. No other defects were noted on the guide wire. The distal tip was not returned with the guide wire. No other defects were noted on the guide wire. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that a wire tip detachment occurred. A 180cm renegade¿ hi-flo¿ fathom¿ system was selected to treat the target lesion. During the procedure, it was noted that the distal tip of the wire broke off and was found on the floor. The wire never entered the patient. The procedure was completed with another of the same hi flo fathom kit. No patient complications were reported and the patient's status was very good.

Event description:
It was reported that a wire tip detachment occurred. A 180cm renegade¿ hi-flo¿ fathom¿ system was selected to treat the target lesion. During the procedure, it was noted that the distal tip of the wire broke off and was found on the floor. The wire never entered the patient. The procedure was completed with another of the same hi flo fathom kit. No patient complications were reported and the patient's status was very good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).